Event description:
Customer reported the following via e-mail: "(B)(6) 2012 - pump administered drug (acetylcysteine) in 16 hours instead of 24 hours. We tested pump and again were unable to duplicate the problem. Sent unit to (B)(4) who was also unable to duplicate problem." There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Device not received, lot review pending. Customer has provided event logs for eval and the data set has been requested. A f/u report will be submitted once the investigation has been completed.